Event description:
It was reported that this right ventricular (rv) lead was dislodged. Subsequently, the patient was scheduled for a revision wherein this lead will be repositioned into header and subpectoral placement of device. Additional information received from the field representative indicated that this lead was repositioned successfully. The lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Subsequently, the patient was scheduled for a revision wherein this lead will be repositioned into header and subpectoral placement of device. Additional information received from the field representative indicated that this lead was repositioned successfully. The lead remains in service. No additional adverse patient effects were reported.